Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not clipping. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier was tested on an in-house system showing 51 lives. The instrument passed clip test, recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. Root cause may be related to other factors unrelated to the product.